Event description:
The initial rptr advised shiley that a pt's bjork-shiley 60 degree convexo-concave heart valve was found to have had a "single leg fracture".

Event description:
Additional information received from the initial reporter indicated that the pt had their bjork-shiley convexo-concave mitral heart valve "replaced because of hemolysis due to paravalvular leak."